Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed rupture on the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Double capsule: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side rupture. Healthcare professional reported ultrasound confirmed seroma. Device has been explanted.

Event description:
Healthcare professional reported ultrasound confirmed seroma.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.